Event description:
The physician observed several aborted shocks during defibrillator explant for end of battery life which he attributed to lead fracture. The connections and leads were evaluated with the pocket open, but the electrograms did not confirm the suspected lead fracture. However, the physician stated he felt there was still the possibility of a micro fracture. The leads were capped and another lead implanted. There was no reported malfunction of the defibrillator.